Event description:
During surgical procedure for repair of leaking abdominal aortic aneurysm, it was noted that there was bleeding just cephalad to the suture line where the clamp had been placed in an infrarenal position in the aorta itself, presumably due to minor clamp injury. This did require pledgetted 4-0 prolene horizontal mattress suture for adequate control of two regions on the anterior surface of the aorta with adequate acceptable result - taken from operative report.